Manufacturer narrative:
The event date is unknown. Estimated to be in the year of 2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small area on their driveline that was taped over a year ago from (B)(6) 2021. The patient stated that they could see the wires before the tape was placed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. It was reported that the patient had a small area on her driveline that was taped. She stated that she could see the wires before the tape was placed. The vad coordinator communicated that she didn¿t think there were any alarms, rather, it was likely the coordinator noticed a small tear in the driveline and added some tape to that area. An exact event date was unavailable. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20jun2016. The heartmate ii lvas instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.